Event description:
Medtronic received a report that the axium coil was much smaller when deployed and did not match the package size. Because it had been implanted into the body, the push rod had not been removed and the microcatheter had been discarded. The devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing surgery for treatment of a saccular, unruptured middle cerebral aneurysm with a max diameter of 9mm and a 4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information received reported that other coils were used to fill the aneurysm, and adequate packing density was achieved. The patient had not been seen for follow-up since the procedure. The aneurysm size was approximately 9.5mm*7mm*6.5mm.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.